Event description:
It was reported that there was high/unstable thresholds on the right ventricular (rv) lead and battery elective replacement indicator (eri) after 1 year. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high/unstable thresholds on the right ventricular (rv) lead and battery elective replacement indicator (eri) after 1 year. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found.